Event description:
The patient reported to the manufacturer that she was seen by a new nurse practitioner on (B)(6) 2012 and the patient's vns was checked. The vns was reported to be "fine" and the patient was to be seen again in six months. All attempts for further information from the new nurse practitioner have been unsuccessful to date.

Event description:
Reporter indicated a vns patient was having increased seizures, and that the vns had not been checked in a long time as the patient did not have a current physician to adjust the vns. Attempts for further information are in progress.

Event description:
Information was received from the nurse practitioner's office that they were unable to comment on the patient's seizure activity as the patient was completely new to the office. The plan of care is to continue to monitor the patient and she will be seen again in six months. No medication changes or vns setting changes were made at the (B)(6) 2012 office visit. The vns diagnostics were reported as within normal limits, and the generator was not at end of service.